Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. To resolve the issue, a replacement pump was arranged to be sent to the customer, who understood the steps needed to receive the new pump and return the faulty one. The customer was also informed that training would be available to them and was instructed on how to put the current pump into storage mode before returning it.